Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: during investigation, moisture damage was observed in the pump. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the bumper pad causing a leak.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture in the battery compartment, infrared window, and display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.